Event description:
This is a revision surgery due to septic mobilization of a smr anatomic hemi prosthesis, occurred in (B)(6). The original surgery was performed on (B)(6) 2012. The whole prosthesis was removed on (B)(6) 2014 and an antibiotic cement spacer was implanted. The plan was to convert the hemi to a reverse due to progression of disease and rotator cuff tear. Intra-operative, it could be seen that the implant appeared to be retroverted by more than 60, and was completely loose. There was no osseointegration of bone onto the stem. In additional patient fell over onto her shoulder a year after the primary surgery.

Manufacturer narrative:
We checked the DHR of all the components explanted; we verified that all of them were regularly sterilized before being placed on the market by limacorporate, therefore, we don't believe that the device themselves are the cause of the infection. The explants are no available, but we have asked for more information to the complaint source (e.g. X-rays related to the 2 surgeries, data on patient clinical history, type of infection suffered and date of onset of the infection, confirmation that the prosthesis components were well fixed one each other at the time of revision). We will submit a follow-up report after receiving this information.